Event description:
Information received by medtronic indicated that the insulin pump had a crack on left side and backside along the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack at the battery compartment). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo is permanent. Unit unable to perform displacement test, rewind, prime/ seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. In summary, customer allegation for cosmetic damage (crack at the battery compartment) was confirmed during visual inspection where cracked case on the battery tube side was noted. Frozen display occurred due to corroded electronic assemblies. (B)(4).